Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed black rubbery material adhering to /clogging the nozzle. The type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited: the nozzle of the insufflation channel is clogged by a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.